Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the apical cuff lock that could have contributed to the report of difficulty closing the apical cuff lock to lock the pump into position; however, a specific cause for the observed damage could not be conclusively determined. (B)(6) was returned with the pump cable intact and appeared unremarkable. A tunneling adapter was attached to the end of the pump cable. The modular cable was not returned. The sealed outflow graft conduit (outflow graft, outflow graft bend relief) was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The mini apical cuff was not returned. The pump was returned assembled with the apical cuff lock disengaged. Visual examination of the apical cuff lock revealed that the right locking arm appeared bent. The apical cuff lock was noted to move with resistance upon manipulation and could not be forced into the locked position without an apical cuff in place, as intended by design. After cleaning, the apical cuff lock was aligned with a to-scale drawing of the apical cuff lock and confirmed that the right locking arm was bent out of specification. Review of manufacturing documentation found no deviations in manufacturing or quality assurance specifications. These inspections include visual checks for bent arms before and after cycling the lock 10 times during the assembly process. The cuff lock was reassembled; however, the bent right locking arm prevented the apical cuff lock from being pulled into the fully opened position. This prevented the lock from engaging with a test apical cuff as the lock must be in the fully opened position in order to capture the metal ring of the apical cuff. This finding suggests that the locking arm became damaged after initial successful connection. Although the cause of the damage could not be determined, applying a high load to the cuff lock during connection has the potential to cause permanent deformation of the locking arms. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for mlp-028975 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. C) is currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump during implant and warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 mini apical cuff kit IFU (rev. E) is currently available. In the ¿surgical procedures¿ section, the IFU explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: *when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. *the suture knots should not interfere with the connection. *if a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. *if the slide lock mechanism on the heartmate 3 left ventricular assist device (lvad) fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. *if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. *the mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. *the mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. *notify thoratec personnel if there is a change in how the device works, sounds, or feels. The heartmate 3 lvas surgical hand tools IFU (rev. A) also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the pump was initially seated and locked into position, but the surgeon wanted to reposition the pump. The apical cuff lock was opened using forceps, and during the next attempt of seating the pump, difficulty with locking the pump occurred. It was also noted there was a generous amount of glue on the apical cuff.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during implant the surgeon had difficulty closing the slide lock to engage and lock the pump into the apical cuff. The surgeon retracted the slide lock and attempted to engage the pump several times; the pump was noted to be well seated during these attempted. There were no obstructions to the locking mechanism that would prevent locking. The slide lock was noted to have been checked during device set up and had been fully retracted prior to attempting to engage and lock the pump into place. No troubleshooting with an abbott representative was performed; the surgeon made the decision to discard the pump and to open and prime a new pump. The new pump was seated and locked into the apical cuff without issue.